Manufacturer narrative:
Corrected information: the lot number of the cadd administration set is unknown, so d4 and h4 should be blank.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical cadd administration set was leaking at the filter area during infusion. No adverse patient effects were reported.